Event description:
During a laparoscopic procedure, the pt experienced bradycardia which is a slow heart rate defined as less than 60 beats per minute. After 6.4 litres of gas, bradycardia started. Pt did have adhesions and the surgeon thought that it was not reading the abdominal pressure correctly, 21.9 litre used thru the entire case. O.r. Director stated that the pt is ok.